Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Result of examination: the received sample was subjected to a visual and functional examination. The device was found slightly contaminated and clearly showed marks of misuse. The p2 connector was found mechanically damaged. The cover caps at the screw domes were available and undamaged, but the b. Braun sealing was missing. The device was switched on and passed the self test with a positive result. While opening the operating unit, a strange noise generated by the door bolt drive was detected. After opening the operating unit it was detected that one hinge is broken and one fixture of the front frame is cracked. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. The damages noted indicated that the device was subjected to an high external impact or drop down prior to this examination. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times. All measured values were not within our specification. Additionally the electronic pressure cut-off and the mechanical pressure limitation were tested. Furthermore the pressure stability of the safety clamp in countercurrent with free flow was checked. The device was not able to build up the needed pressure for stage 1. A further investigation of the pressure stages was not possible. Thereupon, the sample was dismounted and the inside was investigated. The loudspeaker was found improperly mounted. Over the course of the investigation, as the root cause for the missing pressure buildup, a cracked inner frame was identified. The plastic fixture for the cylinder bolt of the finger pump was found broken. The broken bolt caused the mechanical back-pressure missing and the chassis is not fixed in the inner frame. Because the counterparts of the cracked part were not found inside the pump it is assumed that these parts were removed at the last repair. The circumstance that loose parts were inside the pump has to be assessed within the last repair by the biomed engineer of the hospital. An improper repair could not be excluded. However, the reason of complaint could be confirmed. The indicated malfunction was caused by an external impact on the pump. These damages had to be determined definitely at the last repair. According to the instructions for use it is requested prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during self test. The global service department was informed accordingly.